Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty in 1988 with unknown product. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to stem fracture. It was further reported patient developed a urinary tract infection on (B)(6) 2014 that was reported to have been related to the procedure but not the device.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight " initial reporter phone number - (B)(6).

Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to stem fracture. Subsequently, patient developed a urinary tract infection on (B)(6) 2014 that was reported to have been related to the procedure but not the device.